Manufacturer narrative:
(B)(4). Unit received with cracked reservoir tube lip, minor scratched display window, cracked case at display window corner, cracked belt clip slot, cracked display window, missing end cap sticker and loose, protruded drive support disk and cracked end cap. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump was damaged. It was stated that the battery cap cannot be screwed tight and sometimes the battery comes out and the device turns off. It was also reported the drive support cap was loose and sometimes has to be pushed inside. The customer¿s blood glucose level was 10.4 mmol/l at the time of the incident. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump was returned for analysis.